Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative noted that the imaging system remained in movement enabling mode. To resolve the movement issue, the pendant for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The pendant was received by the manufacturer for evaluation. Testing found that the backlight of the pendant was not illuminated. Additionally the e-stop could not be deactivated when installed in a known operational imaging system.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed a message stating that the batteries would not hold a charge. There was no patient present when this issue was identified. No additional information was provided.